Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09 march 2016 - the translated medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, following a forward bending movement the patient felt a painful locking in the hip followed shortly by a creaking sound when walking, and cessation of pain. X-ray's confirmed the detachment of the liner. Upon revision it was noted the liner had slipped caudally, partly exiting the cup, but was clamped tightly in place and was difficult to remove. The femoral head was articulating with the metal cup. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 06 april 2016.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2016.

Event description:
Patient was revised to address disassociation.

Manufacturer narrative:
Loosening of marathon cup liner. 2 years after surgery the patient started to feel and hear "clicks" when moving the hip. After a squat movement squeaking appeared. X-ray showed that caput was in an eccentric positon in the cup. Revision (B)(6) 2015 showed loosening of liner (caudally). No shell defect. Replaced with new liner, same size. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Addendum added 25-april-16. A report was received from bioengineering 25-april-16, summarising: "from the information reviewed it was unlikely that a manufacturing defect was present. No device defect was reported. Corrective action is not required and further investigation is not recommended. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.